Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The usm was analyzed and in logs, the 25745 error was found indicating a switch fault, confirming the fault occurred in the field. Upon visual inspection it was discovered that fluid intrusion is on the insertion clutch switch assembly which is related to the reported event. The unit was installed on an in-house system in normal mode in which the insertion clutch switch was not working properly replicating the reported event. The unit was installed onto an in-house pftp (psc fixture test platform) where the tornado down button was not functioning. A golden acsb3 was installed and unit passed, verifying the insertion clutch switch to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the insertion clutch switch assembly was found to be the root cause of the reported event. The complaint was confirmed based on the field evaluation and failure analysis. While the definitive root cause could not be established, a possible cause based on findings from failure analysis may be attributed to the insertion clutch switch assembly.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure sk0108 universal surgical manipulator (usm) 3 rotation was not functioning post clinical procedure. The fault was first noticed during the tongue base mucosectomy procedure and the procedure was completed successfully. The system was not connected to onsite, the technical support engineer (tse) guided the caller to go through each of the clutches (port, tornado and instrument) on usm 3. The caller reported that the tornado clutch has reached its end of limit and cannot return when activating the clutch. Tse guided the caller to power down the system and a patient side cart (psc) emergency power off (epo) was conducted. All system switches returned and system powered on with no change to the error. A universal surgical manipulator (usm) replacement for usm 3 will be required. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: only the down clearance button was not working, the universal surgical manipulator (usm) wouldn¿t go down when the nurse pressed the down clearance button, when the nurse pressed the up button, it would make the sound it makes when the usm has reached its height limit. The surgeon was able to control the instruments on the usm from the surgeon side console (ssc) with no problems. In order to resolve the reported issue, the customer spread the usms using the port clutch button to create more space. Once the procedure was completed, the nurse turned the da vinci system on and off, yet the down clearance button was still not working. The nurse called the technical support engineer (tse) and was advised to switch the black switch on the back of the patient side cart (psc) and pressed the red button. The nurse waited a few minutes, then was advised to return all buttons to its normal position and turn on the system which didn¿t solve the problem and was advised that the usm needed to be replaced. The surgery was completed robotically with the usm 3 still working, only the down clearance button was not working. There was no harm to the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the usm to be returned for failure analysis testing. The complaint was confirmed based on the field evaluation. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause cannot be determined. No additional actions are currently required given that this issue will continue to be tracked per wi 859369 (quality data review meetings). At this time, the complaint investigation has been completed and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation.